Event description:
Customer reports that during a procedure the table movement failed. Staff was able to complete the procedure without moving the table. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshoot the table movement problem and found that the table's 24v power supply had a low output and replaced the power supply. Unit was checked for operation per service checklist and returned to full service.